Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old female was implanted with a impella cp for support during a high risk cardiac procedure. It was reported that a liquid leak was noted from the side arm used for glucose. Water droplets were observed near the pressure reservoir, with traces of fluid dripping inside the case and evidence of leakage outside the case. A droplet of glucose solution was found at the foot of the control unit stand. No additional information regarding patient impact or device performance was provided.

Manufacturer narrative:
D9: updated the devices return information h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no defect was found with the returned pump related to the purge leak. The cause of the reported leak was not determined since the leak was not reproduced on the returned product and insufficient clinical details were provided.